Manufacturer narrative:
(B)(4)

Event description:
The reporter stated the surgeon inserted an aq2010v three piece silicone lens. Lens tore upon entry into the pt's left eye. Lens was removed with no pt injury. Reporter stated caused of this incident was loading error. No product malfunction.